Manufacturer narrative:
Updated field: b4, d8, d9, g1, g3, g6, h2, h3, h4, h6(component code, investigation findings , investigation conclusion, type of investigation), h11 corrected field: b2 in initial MDR b2 was incorrectly reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse performed error analysis. The fse replaced the pcba, power management board and software update. Operation tests performed with positive results. The fault did not cause harm to operators/patients or delays in procedures.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that while just finished the procedure on the patient, the cardiosave intra-aortic balloon pump (iabp) device was on standby for 5 minutes, after which it started having problems. The cardiosave turned off and emitted a long whistle, then turned on again, whistling continuously. There was no patient involvement reported.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: d9.

Event description:
Na.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h11. Corrected fields: d9 (return to manufacturer date), h6 ( investigation conclusion) a getinge field service engineer (fse) was dispatched to evaluate the unit. The fse performed error analysis. The fse replaced the pcba, power management board (d670-00-1162) and software update. Operation tests performed with positive results. The fault did not cause harm to operators/patients or delays in procedures. The following was performed by (B)(4), sr service technician of the maquet failure analysis and testing (fat) department wayne, nj the failure analysis and testing dept. Received part number: 0670-00-1162_h power management board serial number: (B)(6) with a reported unit failure of unit turned off and emitted a long whistle. The failure analysis and testing dept. Performed a visual inspection of the part received and found that the part is in good condition. The fat department installed part number: 0670-00-1162_h power management board, serial number: (B)(6) in the cardiosave test fixture serial number (B)(6) and tested to factory specifications per procedure 0002-07-0016 rev e and cardiosave service manual number 0070-00-0639 revision r. The fat dept. Found that at the power-up the system display power-up fails code 8. The failure is caused by the detection of an incompatible revision of the power-management board. Sending the power management board to the supplier for further investigation per procedure 0002-07-d008 rev. The following was submitted by (B)(4), technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: failure analysis received from the supplier for the part. Please see attachment. They stated: "fct failed and found q35 defective - awaiting shipment" root cause for this part is the defective q35 component. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev.

Event description:
Na.